Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the tip of nozzle came off. Piece did not fall into patient wound, and there was no harm to patient, no delay, and no medical intervention. No other adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Functional testing confirmed the tip lock was loose and slid up easily when device was powered on. Visual inspection determined there were gaps in the seam on the hand piece, possibly causing issues with the fit of the tip lock. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to the tip lock thickness being at the low end of specification. Corrective actions were previously initiated to address this issue. The event is confirmed.

Event description:
No additional event information.